Manufacturer narrative:
(B)(4). Batch # r57a7h. Device evaluation summary: the analysis results found that a sr75 reload was received with the left gripping surface broken off making the reload nonfunctional. The reload was received with the proximal 28 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. No functional testing was performed due to the condition of the reload. It is possible that the damaged on the cartridge was caused when the cartridge was removed from the device. Reference ¿instructions for use¿ for complete loading instructions. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported: could not fire. During the esophagus surgery, could not fire on the 1st firing when severing the bottom of stomach. Another reload was used to complete the surgery. There were no adverse consequences to the patient.